Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The proximal and distal con ductors of the lead became extrinsically fractured due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Electrical tests on the proximal portion failed. Electrical tests on the distal portion passed with destructive testing.

Event description:
It was reported that the patient was admitted into the emergency room with symptoms of lightheadedness. The right ventricular (rv) lead exhibited high and unstable thresholds, high impedance, and contained a possible fracture. The rv lead was explanted and replaced. Additionally, the atrial lead exhibited no capture and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457453, lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.